Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following; the error e102 occurred due to a power supply unit failure. The output socket was damaged by excessive stress, but could be connected to the endoscope and light guide cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the error code e102 was displayed on the monitor screen and a clv lamp error occurred. The error code e102 means the light source has broken down. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). Omsc concluded that the power supply unit may have failed due to aged deterioration of the parts on the power supply unit due to repeated use for a long period of time, because more than eight years have passed since the device was delivered. This may have caused an e102 error due to the xenon lamp being unable to supply power. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.